Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump touch screen had a delayed response and as a result, the touch screen would time out too soon and not allow customer to deliver bolus insulin. Customer's blood glucose was 362 mg/dl. During troubleshooting with tandem technical support the pump was functioning as expected.